Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifiers: (B)(6). That is all the patient information provided. This report is being filed on an international product, list number 06r90-32 that has a similar product distributed in the us, list number 06r90-30.

Event description:
The customer reported false negative alinity I sars-cov-2 igg results on 2 patients. The following data was provided (reference range less than 1.4 s/c = negative): on (B)(6) 2020 sid (B)(6) = initial = 0.4 s/c (negative), on (B)(6) 2020 virclia igm = 0.736 (>0.6 = positive), on (B)(6) 2020 genexpert (pcr) = positive, on (B)(6) 2020 virclia igg = 2.358 (>1.6 = positive); on (B)(6) 2020 sid (B)(6) = initial 0.48 s/c (negative), on (B)(6) 2020 virclia igm = 0.621 (>0.6 = positive), on (B)(6) 2020 virclia igg = 2.043 (>1.6 = positive), on (B)(6) 2020 genexpert (pcr) = positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative alinity sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. In-house testing for reagent lot 17065fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The returns were unable to be tested as the customer heat inactivated the samples. Device history record review on lot 17065fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Review of the manuscript, bryan et al. 2020."performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. In this case no clinical history was provided, and the timing of infection is unknown. Per product labeling the positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00) based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019." Medrxiv. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. In this case the samples were positive on pcr. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, alinity sars-cov-2 igg reagent lot 17065fn00 is performing as intended, no systemic issue or deficiency of the alinity sars-cov-2 igg reagent was identified.